Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon closed the device to enter through the trocar as he always did in the last three shots. Tissue is taken and in the time of stapling, surgeon did all the appropriate steps, when the surgeon opened the machine, some hooks are in tissue and other fall into abdominal cavity. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. What is the product code for the stapler that was used and will it be returned with the cartridge? Were the staples that were delivered in the tissue formed properly? Did the device cut and deliver an incomplete staple line? If yes, which location of the staple line was noted to be missing staples (i.e. Proximal, center, distal, etc)? Were the staples that fell in the abdomen formed or unformed? On what tissue type was the device used? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? During which stroke did the event occur?